Event description:
It was reported that the artificial urinary sphincter (aus) is no longer working. A revision surgery has been scheduled to discover the issue and replace if necessary. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) was no longer working as the patient was experiencing recurring incontinence. A revision surgery was performed in which the cuff was removed and replaced. After the surgery it was confirmed that the aus was fully functional, therefore the physician suspects that atrophy was the cause of the incontinence. No additional patient complications were reported.